Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent a hysterectomy procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep, sxpp1b410 the tissue was slipping and not holding with the thicker tissue. The barbed tissue was not holding as the surgeon thought the barbed suture should. Sxpp1a402 there was to much memory in the eighteen inch. Sxpp1a433 the suture frayed at the junction between the needle and the start of the barbs due to multiple grasping with the robotic grasper. Case was completed with like products. No device will be returned. No adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/11/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.